Manufacturer narrative:
Device evaluation summary: one cadd extension set was returned for analysis in used condition. Visual inspection of the set found no discrepancies. Functional testing included use testing. There was a leak detected in the air vent of the filter. The customer's reported problem was able to be duplicated. Based on the evidence, the compliant was confirmed. The root cause could not be identified. The most probable causes were listed as following: the filter was received damaged from the supplier. The filter became damage after the product left smiths medical facilities.

Event description:
It was reported that a cadd® cadd® extension set was leaking at the filter. No patient injury.